Manufacturer narrative:
A device evaluation confirmed the customer allegation. The switch was malfunctioning and was worn out. The bending section cover was cracked. There were scratches throughout the device. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The water tightness of the up/down (u/d) knob was not maintained. The air and water supply cylinders were corroded. The insertion tube was crushed and discolored. The operating part is discolored. The forceps plug cap was scraped off. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the videoscope switch could not be released. The device was returned to olympus and an evaluation revealed, the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
It was further reported, the issue was noticed during pre-use inspection. The intended procedure was observation of upper endoscopy. The procedure was completed with a similar device without any delay since the user had multiple scopes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.